Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn across ok button, exposing the button contact. During testing, all keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. During investigation, evidence of contamination was found under all key contacts and the ok key was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013,the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the all keypad buttons are not responding consistently to user input. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.